Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On the afternoon of (B)(6) 2025, the patient began receiving low glucose readings and alerts from the cgm. No confirmatory bg tests were performed at that time. The patient experienced vomiting, and the cgm continued to display low readings the following day. On the night of (B)(6) 2025, the patient was still vomiting, prompting her husband to take her to the hospital. Upon arrival, a bg test showed a reading of 550 mg/dl, while the dexcom cgm continued to display low. The patient was diagnosed with diabetic ketoacidosis (dka) and treated with IV fluids. Laboratory tests revealed an elevated white blood cell count, indicating a possible infection. The patient was discharged on (B)(6) 2025 and was reported to be doing good at the time of follow-up. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator on (B)(6) 2025. The reported glucose values fall within the d zone of the parkes error grid on (B)(6) 2025. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis